Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recorded period between (B)(6) 2019 and (B)(6) 2020, the right ventricular pacing impedance was initially recorded at 400 omhs, before the recording stopped abruptly on (B)(6) 2020. The right ventricular pacing threshold was initially recorded at 0.8 v, with a peak onto 3 v in the beginning of (B)(6) 2020, before the recording stopped on (B)(6) 2020. The right ventricular sensing amplitude was initially recorded between 2 mv and 4 mv, followed by fluctuating values greater than 4 mv, before the recording stopped in the beginning of (B)(6) 2020. The analysis of the provided radiographs featured the inner conductor coil missing between ring and tip electrode, as indicated in the complaint. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous: on (B)(6) 2018, this system was implanted in (B)(6) univ hospital. The patient was following up at the hospital after implantation. On (B)(6), a conductor fracture of ra lead was reported and the patient was introduced to another hospital (implant hospital) and checked. On x-ray, conductor fracture on the distal part of the ra lead was confirmed.